Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer's mom reported that her son experienced burning and redness in right eye after using two different bottles of solution. The exact bottle of solution that caused the reaction is unknown. Son visited a doctor and it was confirmed with the treating doctor that the patient had 1+ injection, episcleritis and conjunctivitis in right eye. Doctor related event to contact lens over wear not the solution. Patient was not treated; was recommended to use refresh tears as needed and to discontinue lens wear for seven to ten days. Patient returned one month later on (B)(6) 2016 for a routine eye exam and the right eye was recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.